Manufacturer narrative:
As no further information concerning this report is expected, in our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this electrode exhibited an infection at the xiphoid wound. During a subsequent revision procedure, the electrode was explanted and sent to the hospital microbiology for culture testing. Additionally, a contributing pocket infection was then observed. No return of product is expected and no resulting adverse patient effects were reported. A new system implant is to be evaluated for implant after antibiotic assisted resolution.